Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported the patient had a revision of the implantable neurostimulator (ins) as it was placed in the belt area and was bothering him. Following the procedure, there was a power on reset (por) discovered during recovery and they could not get it turned back on. The patient reportedly had to get up multiple times to use the restroom since getting the por message. Electromagnetic interference was indicated, noting cautery as the source. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.